Event description:
A report of a pt having pain at the mid-line incision site was rec'd the physician assessed that nothing appeared to be wrong, and there was no swelling. The pt was given lidoderm patches for the sore spot.

Manufacturer narrative:
This is the final report.